Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise, high capture threshold, and p-wave amplification. Programming changes were made and will continue to be monitored. The patient was in stable condition.